Event description:
It was reported that the pt had her device removed due to a possible staph infection. Further info is being requested from the hcp.

Event description:
Additional information received reported that a patient had a staph infection when the device was put in. With her first device, the incision never closed up and there was a little hole that had pus, so they had to go in and clean it out. The patient had 13 surgeries where they went in and cleaned it out. The patient had multiple devices implanted because she kept getting infections. Once the patient¿s device was moved and she was given a new device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Reports #3004209178-2015-00524, #3004209178-2015-00551, and #3004209178-2015-00557 for information regarding subsequent infections the patient had with other devices. The timeline of the infections was unclear and it was unclear when the device was moved or with which device this occurred.

Manufacturer narrative:
(B)(4)